Event description:
Patient in a japan hospital, who was receiving neurostar tms treatment, began experiencing a manic state or showing the tendency to be in a manic state. The patient was using "pressured" speech, showing excessive involvement with other patients, and showing irritability.

Manufacturer narrative:
Tms therapy was stopped on (B)(6) 2026 and pharmacotherapy was initiated with antidepressant/psychotropic agents (ariprprazole and valproate) which the patient was not on during the event. After several days, the manic symptoms have gradually begun to subside. The patient did not have a history of mania episodes. The unit involved is specific for the japan marketplace only but is similar to a version sold in the USA.